Event description:
Hamilton medical ag received the following description: the g5 appears the error message "o2 sensor is missing". The oxygen cell with part number 396009 and serial number (B)(6) j2 was installed during to the g5 (B)(6) 2023.

Manufacturer narrative:
O2 cell is defective and should be replaced.